Manufacturer narrative:
Device had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, cracked case at display window corners, stained address or serial number label and stained end cap sticker. The test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the plastic around the lip of the reservoir compartment broke. Customer's blood glucose value was 336mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.